Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, and h6 h4: device manufacture date - the lot was manufactured between april 25-26, 2025 h11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that a segment on the tubing was damaged. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the tubing which suggested the cause of damage was related to manufacturing. During a leak test, evidence of a leak was observed coming out at the damaged area on the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.